Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The device has not been returned evaluation. Should the device or additional info become available, a supplemental report will be filed.

Event description:
Report received from (B)(6) states: "cutter does not cut. No pt impact."